Event description:
It has been reported to philips that the geometry pc sporadically does not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry pc sporadically does not start. Upon functional testing, the fse found that the issue in the geometry pc. Review of the system log file was showed geometry pc connection issues. The fse replaced the geometry pc and reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.